Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was reading inaccurately low compared to her feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation. On the morning of (B)(6) 2012, the patient reported obtaining 200, 239, 289 and 375mg/dl on her lfs meter. The patient reported managing her diabetes with a combination of medications including novolog, sliding scale and novolin, 25 units in the morning and 45 units in the evening. The patient reported for the past 2 weeks prior to contact lfs, the patient has increased her dose of novolog insulin 2-8 units depending on her readings, and has eaten more protein. The patient reported 4 days after the alleged issue began she developed symptoms of low blood sugar including ''sweating and shakes.'' It is unknown if the patient was treated in response to developing these symptoms. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct. The test strips the patient was using were in good condition. A control solution test was not performed because the patient did not have any control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient alleged testing on her lfs meter, obtaining inaccurate high readings, administered insulin based on those readings, and developed symptoms of severe hypoglycemia after the alleged issue began.